Manufacturer narrative:
Other, other text: additional information: reported event was identified as similar to a product issue where a correction or removal was reported to FDA - recall number z-1134-2018 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported event. The device was received with a cracked bottom case by the l bracket and right plunger case. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history review showed invalid syringe size. To further investigate, a visual inspection was performed and the reported problem was confirmed. It was found that the customer incorrectly assembled the pump. The barrel clamp was reinstalled correctly and the issue was resolved.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was disassembled and gave a "check plunger" error. There was no patient involved in this event.